Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure of the device due to normal battery depletion this right ventricular (rv) lead was damaged and was cut during the peeling of the lead. A new lead was added while this rv was no longer being used. The procedure was completed. No adverse patient effects were reported.